Event description:
Customer's wife reported the customer began experiencing hypoglycemic symptom of getting dizzy. She stated he was awake but unresponsive while at physical therapy. Wife states she ran blood test with result of 216 mg/dl and therapist called ems. Wife reports ems arrived within 2 mins and got a blood glucose reading of 26 mg/dl. Customer's results did not match symptoms. Wife reports back to back testing to a professional meter while using the advantage system with results of 216 mg/dl on customer's meter and 26 mg/dl on professional meter. No quality controls were run. Ems was called and treated customer with dextrose IV and glucose gel. She reported the customer was taken to the hospital, he began feeling better about 30 mins later, and he was released that night. No other actions or treatments were reported. A request was made for return of the suspect product and a replacement was sent.